Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm and reproduce the reported problem by turning the analyzer on and observing the visible stripes. The fse found an electronic component problem which was identified in the display unit. The fse replaced the display unit and cleaned the turntable and seal breaker cutter due to a report of 4004 - turn table slip errors. The fse cleaned the detector lens as routine maintenance and upgraded the software. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 12jun2020 through aware date 12jul2021. There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to failure of display. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported that the display on the aia-360 analyzer only had visible stripes and no data will display at all. The customer has tried removing power and rebooting the analyzer with no luck. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.